Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 21-aug-2013, UDI #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient¿s device system was removed because it was not working or helping them. There were no further complications reported or anticipated.